Event description:
The customer reported that pump serial number (B)(4) has system error 322 alarms. There was no patient injury reported. No further information was available.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device has not been received by baxter for evaluation. A supplemental will be submitted if the device is returned to baxter for evaluation.